Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call, differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 400, blood glucose reading 73 mg/dl. Customer also mentioned having elevated blood glucose levels of 423 mg/dl, 433 mg/dl, and 548 mg/dl. Troubleshooting for high blood glucose levels was declined.